Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-09753. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up as there were signs of infection. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead had infection. It was also observed that there was vegetation at the level of the tricuspid valve attached to the rv lead which was identified by transesophageal echocardiogram. The physician explanted the whole system on (B)(6) 2022. The patient was in stable condition before, during and after procedure.